Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was causing her some discomfort. The patient stated the ipg felt as if it was in an awkward position. Follow-up identified the patient's ipg was relocated to a more comfortable position on (B)(6) 2013.